Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported the implanted neurostimulator (ins) was charged on 8/30, and when attempting to charge it again just now, the battery level was already at 100%, and the therapy was turned off. The patient stated that they did not recall turning off the stimulation themselves, nor do they remember it being configured at a medical institution. Guidance was provided on how to turn the therapy back on. When they tapped "turn stimulation on," a message appeared saying, "do you want to turn on all active settings?" They reported that selecting "yes" switched the therapy back on. They were advised to use the mystimrc app to check if the settings were correct or to verify detailed settings. However, they mentioned that their administrator had removed any unused apps for them, and since they had only ever used the recharger app, they were unable to perform the operation. For now, they were advised to monitor their condition while the therapy remains on. They were also guided to check the settings at their medical institution. The patient mentioned that they would ask about it during their next hospital visit, which is scheduled for next week with a different department, if they get the chance. The issue has resolved. Additional information was received. Ins serial number confirmed, implant date unknown. It is not confirmed whether the patient had a follow-up visit after that.